Event description:
The intralase femtosecond laser was used to create a corneal flap for lasik surgery on (B)(6) 2011. Additional information was received from the customer indicating that the patient was diagnosed with diffused lamellar keratitis (dlk) on (B)(6) 2011, both eyes (ou). The patient's pre-operative best corrected visual acuity was 20/25 and post-operative visual acuity was 20/40 both eyes (ou). The patient was also prescribed pred forte acetate.

Manufacturer narrative:
Evaluation summary: the field service engineer (fse) was dispatched to the site to evaluate the system and indicated that several test procedures were performed in gels. The fse found that the system functioned properly and the gel characteristics looked good. The fse also stated that the max energy was stable. The fse also stated that she proactively realigned the stretcher and compressor on the laser engine, performed auto correlation to verify pulse width, and preformed preventive maintenance with no observations. Prior to leaving she indicated that the system meets all amo specifications. All pertinent information available to amo has been submitted. Placeholder